Event description:
It was reported that the left ventricular lead had dislodged. The patient was asymptomatic. No intervention as reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.